Event description:
Per the physician, the patient was explanted due to an infection.the device was explanted (B) (6) 2010. Information on reimplantation was not provided at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4), 2011.